Event description:
Boston scientific crm received information that this patient fell and when there pacemaker was checked, right ventricular (rv) oversensing, pacing inhibition and asystole was observed. A lead revision was performed where the lead was surgically abandoned and a new rv lead was successfully implanted. To date, no further adverse patient effects were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found a discrepant integrated circuit which caused telemtry anomalies resulting in measured data discrepancies. After replacing the integrated circuit, normal function ensued.

Event description:
It was reported that at the follow-up on (B) (6) 2008, the pulse generator exhibited two years remaining longevity, but at the follow-up on (B) (6) 2009, the device was at elective replacement indicator.